Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 4 months. Device evaluation. The explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis. Upon disassembly of the returned lvad, examination of the distal side of the inlet stator revealed a thrombus formation in contact with the inlet bearing cup and stator blades. An additional large thrombus formation was observed surrounding the rotor inlet section and extending between the blades on the proximal side of the rotor body, almost completely occluding the blood flow path in this location. The two thrombi appeared to be similar in color and structure, suggesting that they were likely a single formation prior to the disassembly process. The thrombi did not show any areas of denaturation and did not appear to have formed in laminated layers, indicating that they likely did not originate in the locations in which they were found; however, the origins of the thrombi could not be conclusively determined. In addition, a thrombus formation was found between two of the stator blades in the proximal side of the outlet stator. The thrombus was not adhered to the blood-contacting surfaces and did not show any areas of denaturation. The thrombus also did not show any evidence of laminated layering, indicating that it did not originate in the outlet stator. Although the origin of the thrombus formation could not be conclusively determined, its color and structure appeared to be similar to that of the thrombi found in the inlet stator and on the rotor, suggesting that it may have broken off from the larger thrombi found in that location. The evaluation could not conclusively determine a specific cause for the development of the observed thrombus formations or duration of time for which they were present in the device; however, the thrombi were obstructing a large portion of the blood flow path and could have contributed to the reported hemolysis. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient was admitted to the hospital with signs and symptoms of suspected pump thrombosis. The patient had dark purple urine, an elevated lactate dehydrogenase (ldh) level of 1550 u/l, and a total bilirubin of 5.0 mg/dl. On (B)(6) 2016, the patient's ldh level had been 550 u/l and their inr was 3.4. Upon admission, IV heparin was initiated and on (B)(6) 2016, the patient's inr was 2.3. A right heart catheterization, ramp echocardiogram and computed tomography (CT) of the chest was performed. Results were not provided, however, on (B)(6) 2016 the patient underwent a pump exchange.